Event description:
Customer's brother reported customer not being able to test his blood glucose and delay treatment due to errc 1 message on their freestyle meter. Customer's brother reported customer experienced symptoms of disorientation, double vision and seizure. Paramedics were called and transported customer to mcmillan memorial hospital. The diagnosis and treatment at the hospital is unknown, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.